Manufacturer narrative:
During inspection and testing, service found water was leaking from the output connector. Inspection and testing did not reproduce the report that the device overheated and went into emergency mode during use. A review of the device history record found no deviations that could have caused or contributed to the reported issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the water leaks from the output connector were caused by a water leak in the pump. However, a definitive root cause of the leak could not be identified. Based on the results of the legal manufacturer's investigation, overheating was not reproduced during testing and a likely root caused could not be identified. Olympus will continue to monitor field performance for this device. In addition, service found the connector was worn, a third-party xenon lamp was present, the tube was dirty, there were corroded internal parts, and the scope socket was worn and broken. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the device went into emergency mode after approximately one hour of operation due to overheating. Cleaning the device did not resolve the issue. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service also found water was leaking from the output connector. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The reported phenomenon, ¿device goes into emergency mode after approximately one (1) hour in operation due to overheating¿ was not confirmed, and the cause was not identified. Additionally, the reported phenomenon ¿due to water leak in pump, water leaks from the output connector¿ occurred, and it occurred due to fluid leakage from the output connector. Olympus will continue to monitor field performance for this device.